Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that her insulin pump and sensor was unable to calibrate. Customer reported a high blood glucose level of 424 mg/dl and treated with insulin pump. Blood glucose level at the time of the call was 280 mg/dl. Troubleshooting occurred but issue remains unresolved. Automode feature was engaged at the time of the incident. Sensor will be returned for analysis.